Event description:
Additional information received indicated that there were non-sustained oversensing episodes noted due to noise on the right ventricular (rv) lead. The patient was stable with no consequences and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was an alert delivered via remote transmission of a noise episode on the right ventricular (rv) lead. All other lead measurements were normal and in range and no intervention was taken. The patient was stable and will continue to be monitored.